Manufacturer narrative:
Although the used device has been returned to the manufacturer, it has not yet been examined, therefore, a failure analysis is not yet available. Upon completion of the investigation, a follow-up medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
As reported by hospital in another country, during a stent implantation procedure in the distal right coronary artery, using a encore inflation device, though the handle of the device was rotated to increase pressure, the gauge was not indicating pressure in excess of 20atm. The procedure was completed with another device. There was no patient injury. The used device has been returned for evaluation.